Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the lens was not returned as it remains implanted. The reported complaint issue could not be verified. Manufacturing record review: the manufacturing records for the device were reviewed and no non-conformance reports or deviation related to the complaint issue reported for the production order were found. The product was manufactured and released according to specifications. A search in complaint system revealed that one other complaint was received for this production order number. When the complaint issue was investigated, there was no indication of a product malfunction or deficiency. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Additional information: additional information indicated that the customer had been using a competitor''s cartridge and inserter devices to load the johnson & johnson surgical vision (jjsv) lenses. It was confirmed that the customer has switched to jjsv cartridges and inserters and has not had any issues. It was also confirmed that no lens will be returned (the lens remains implanted), and the foreign matter will not be returned either. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. If explanted; give date: not applicable as the iol remains implanted in the patient's operative eye. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported that they have been experiencing an issue with some of their intraocular lenses, model zcboo, having a small piece of foreign matter (gummy material) posterior to the lens which had to be removed during irrigation/aspiration (I/a). The customer indicated that they had the issue previously but were unable to confirm it was a result of the lens. They did thoroughly clean the injector but were not sure if it was the cartridges and based on the issues with the cases on (B)(6) 2020 they believe it is the lens. It was confirmed that the lens was not explanted and the surgery was completed successfully using the same lens. No additional information was provided. This report pertains to the second reported event. A separate report is being submitted for the first reported event.